Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual and microscope inspections were performed. It was observed that the main coil was stretched at the primary coil section. Moreover, the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21oct2025. It was reported that the coil was unable to advance. The patient was presented with a gastroduodenal aneurysm. A 3mm x 12cm interlock coil was selected for use. During the procedure, when the coil pushed to the position of three quarters of the renegade stc-18 microcatheter, the coil could not continue to advance. The coil was withdrawn and pushed in again, however, it was found that the arm could not be pushed out of the sheath. The coil was withdrawn, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed detached arm coil.